Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 404 mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The customer stated that the event leading to her admission was vomiting. The programming, time, and date were correct. Ran a fixed prime and passed. The customer mentioned that she often has low blood glucose. The customer stated that when she removed the infusion set, there was blood at the site and it was dry. The customer treated her glucose with a bolus of 50.0 units. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.